Event description:
During a follow-up in clinic, the device was noted to be in backup mode. Technical support was able to restore the device to previous settings to resolve the event. A few days later, the device went into backup mode again. The device was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
As received, the device was returned in backup mode. A memory test was performed using the device image from the field and crc mismatch was not observed. The reset was caused by memory corruption. The cause of memory corruption is unknown. The device was tested in the laboratory using test code and it functioned normally. The reported event of backup mode was confirmed.